Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) and multiple commissures with big gaps for a triclip procedure. One triclip was implanted. A second triclip xtw was selected for implant on the anterior-septal leaflet segments. A third triclip was selected for implant. During placement the third clip became entangled in chordae. The flex was removed in an attempt to free it, and at that moment the third clip interacted with the second clip and caused the second clip to partially detach from the septal leaflet. The third clip was implanted. The physician believed the third clip caused the partial detachment of the second clip. The final tr grade was 4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration is a cascading event of the device damaged by another device. The reported device damaged by another device is related to procedural conditions (interaction during placement of third clip). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.